Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys pth immunoassay (pth) result for 1 patient sample tested on a cobas 6000 e 601 module. The initial pth result was 22.04 pg/ml. The same aliquot was retested with a pth result of 612.8 pg/ml. The primary tube was also tested with a pth result of 644.1 pg/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The pth reagent lot was 260511 with an expiration date of (B)(6) 2018. The investigation is currently ongoing.

Manufacturer narrative:
With the limited information provided by the customer, no conclusion could be determined.